Event description:
It was reported that the patient presented in clinic for generator upgrade on (B)(6) 2022. After generator was implanted an x-ray revealed the atrial lead had dislodged. On (B)(6) 2022 the physician elected to reposition the atrial lead. The patient was stable before, during, and after the procedure.